Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) with pt today. Pt has scs system for back pain and scs for occipital pain. Pt has not been getting therapy benefit from occipital system since their ins was last replaced, which was (B)(6) 2023. Today in clinic, impedances were high (orange per caller) on all electrodes and one of the lowest values she saw was 4440 with 0-1 electrode pair. Other electrode pairs mentioned were in 18,000, 19,000 and 26,000 ohms range. Caller tried to reprogram pt today and pt was getting some slight stim on the left side using (B)(4)contacts - specifically feeling in occipital, ribcage and shoulder areas. Reviewed need for lead replacement given that most contacts are open. They are already planning for consult with neurosurgeon.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was lead migration, high impedances >40,000, a loss of stimulation and a return of pain. The leads from his occipital stimulator both showed high impedances. The right lead had migrated to the mid-thoracic region. Both leads were replaced. All impedances and connections are now within normal limits. Lead location is now as expected for an occipital implant. The issue was resolved with revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6)2024 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.